Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was unable to power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, there was extensive physical damage to the monitor. The monitor case and end cap were heavily cracked, and the end cap wires were detached. The high-voltage wires and the j1 battery connector were also found to be damaged. The root cause for the damage could not be positively identified but was likely physical abuse. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.